Event description:
It was reported that patient with this right atrial (ra) lead was checked and informed that there was some "problem". Patient stated that there is a broken lead. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).